Event description:
Pentax medical was made aware of an event which occurred in the emea region involving pentax video scope vnl8-j10. In the event reported, it was stated that there was no image. The anomaly was observed in the operating room during use. There was no adverse event reported with this complaint. No additional information was provided this complaint.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.